Manufacturer narrative:
H3: the pump was returned and passed all testing in the laboratory and no anomalies were identified. The 8782 catheter was returned and analysis identified a kink. Continuation of d11: product ID: 8782, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: catheter. Product ID: 8781, serial# (B)(6), product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The pump session report (session date (B)(6) 2020) was provided and indicated that the pump¿s reservoir volume was 14.5 ml. However, it was noted that they pulled out 22 ml. The pump and catheter components were returned for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 12-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 1,917.8 mcg/ml fentanyl at 800.2 mcg/day, 20 mg/ml bupivacaine at 8.345 mcg/day, and 15.8 mg/ml morphine at 6.593 mg/day. It was reported that the patient had intermittent pain relief and "wasn't getting anything." The issue was first noticed around the first part of june. They would notice one bolus would be very strong and the next one they would feel nothing. The last 2 weeks he thinks he received less than half a dozen boluses (current daily # of boluses is 10). There were no environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting included a failed catheter dye study. There was a ¿dynamic kink of ascenda catheter at anchor (proximal to anchor, not distal related to access angle).¿ they replaced the catheter and pump with the legacy catheter system and a new 40 cc pump on (B)(6) 2020. The issue was resolved at the time of the report.

Event description:
Additional information was received from an hcp via a clinical study on (B)(6) 2020. It was reported that the clinical diagnosis was inadequate pain relief in the lumbar area. The etiology indicated the event was related to the device / therapy and was not related to the implant procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.